Manufacturer narrative:
The data log was reviewed, and it was determined that two occurrences of ¿write check error¿ were displayed, a ¿cryo system error¿ event code occurred once, a ¿treatment tip force low¿ event code occurred three times, and a ¿treatment tip expired¿ event code displayed once during the procedure. Based on the reviewed data, both the system and handpiece performed as expected during the treatment. No leaks were identified in the handpiece. The reported cryogen dripping may have resulted from handpiece positioning during use rather than a device malfunction. Further follow up will be conducted in an attempt to obtain the associated treatment tip. The investigation is underway.

Event description:
A user facility reported that a patient experienced burns on the neck and underarm following a thermage flx treatment of the face, neck, and arms. Three images of the neck and one image of the underarm area were assessed by the solta medical reviewer. The neck images showed multiple areas of skin injury on both sides of the neck, with visible erythema and dark discoloration consistent with burns. The underarm image indicated post-inflammatory hyperpigmentation (pih), likely representing a previously healed blister in the central area. A later image of the patient¿s neck showed evidence of healing, with only minor residual erythema and scaling observed. Based on the initial report, the event was initially assessed as not serious. However, upon review of the photographs, the case was reclassified as serious due to the visual extent of skin involvement appearing more extensive than originally reported. As such, the event meets reportability requirements. No secondary intervention was reported by the treating facility. The patient was administered local anesthesia during the procedure. The highest energy level used was 3.5 mj. The treatment tip was inspected prior to and throughout the procedure, with no abnormalities observed. At approximately 200 shots, ¿tip too warm¿ and ¿invalid tip¿ error messages occurred, along with cryogen leaking onto the patient¿s skin. It was initially suspected that the burn may have been caused by cryogen leakage from the handpiece; however, further inspection confirmed the handpiece was not leaking, and the dripping cryogen may have been related to handpiece positioning along the jawline. The user facility confirmed the use of solta cryogen and solta coupling fluid to complete the treatment. No other treatments (besides the one reported) were performed in the same area where symptoms were reported. The patient had no history of aesthetic treatments. The patient¿s status at approximately three weeks post-treatment was reported as fully healed on the neck, with residual post-inflammatory hyperpigmentation under the arm. During the most recent follow-up at about seven weeks post-treatment, the patient was reported to be healed and recovered.